Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. X-ray imaging was performed, but there was no evidence of electrode fracture, and the noise could not be reproduced in the clinic. The s-ICD was reprogrammed, increasing the conditional zone to 230 beats-per-minute. Technical services (ts) was contacted, and ts discussed possible causes and troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported.